Event description:
Patient was admitted in 2007 for evacuation of the hematoma right thigh under general anesthesia. Intra op culture was taken. Kefzol IV given. Op findings: a large seroma in the subcutaneous tissue. This measure approx 25cm in length and approx 10cm in width. The seroma was well encapsulated. An excisional biopsy was carried out. The seroma was drained, and the capsular tissue was drained and sent for pathology. No other collections were noted. Surgical area was irrigated and wound was closed with staples. No growth from cultures identified. Patient was discharged home five days later in stable condition. Public health nursing referral for wound care completed. Patient returned six days later with staples intact with purulent drainage and pain. Two days later, patient underwent exploration; irrigation and debridement of subcutaneus infection s/p right hip total replacement. Op findings: exploration, irrigation and drainage, right hip under spinal anesthesia. The hip was found to have a draining sinus on the distal aspect of the wound. Upon removal of the staples the surgeon performed a finger exploration of the subcutaneus tissue and found a small foreign body. This was placed on the sterile field. Upon further examination in six days later, the or supervisor determined the small foreign body to be a portion of the pulsavac plus wound debridement system -6 orifice shower tip with shield-.